Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that during the implant procedure, a perforation occurred with this catheter when the physician was attempting to access the coronary sinus. When dye was injected through the catheter, the fluid was observed around the cardiac profile. An additional procedure was performed to drain the fluid, to avoid the risk of a pericardial tamponade. The patient was transferred to the intensive care unit (ICU) to be monitored closely. No additional adverse patient effects were reported.